Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer service provided pump reset information and assisted the caller with resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction recurs.